Event description:
The patient was receiving dopamine and epinephrine via the IV pump. There were a total of 4 cartridges attached to the "brain." Unexpectedly, the pump "brain part" started to alarm, and nurse realized medications were not infusing. The pump was plugged into an emergency power outlet. The patient's blood pressure started to drop, so the pump was changed out and there was no patient harm. The entire incident occurred in less than 3 minutes. The patient was also on a ventilator and other electrical devices, but nothing else malfunctioned. When pump's "brain" was tested, it operated correctly. The modules which were connected to the "brain" were separated from it before it was sent for testing, and these were not tested. However, there have not been any further problems reported.